Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump unexpectedly shut down. Additionally, the customer reported that insulin was wasted due to the pump. There was no information provided regarding the customer's blood glucose level. No additional information was provided regarding the reported issues.